Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 109 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.